Event description:
Ischemic colitis [colitis ischaemic].

Manufacturer narrative:
Case reference number (B)(4) (initial) is a spontaneous report initially received from a physician on (B)(6) 2025, which concerned a 51-year-old male patient who received epicel grafts. The patient experienced ischemic colitis (pt: colitis ischaemic) and died. On 14-oct-2025, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012, 3t3 residual assay qc2-136), environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as ''pass''. The patient's medical history included hypertension, post-traumatic stress disorder (ptsd), tremors, and allergy to lisinopril. The patient's concomitant medication details were not reported. On (B)(6) 2025, the patient received epicel grafts (cultured epidermal autografts, lot number:ee03553, expiration date: 19-oct-2025, UDI: (B)(4). (B)(4), for burn greater than (>)30%. On an unspecified date in 2025, the patient had surgery for bowel resection to remove ischemic bowel, two weeks prior to cultured epidermal autografts (cea) placement. On (B)(6) 2025, the patient had cultured epidermal autografts (ceas) placed. At the time of cea placement, the patient had an open abdomen with drains. On (B)(6) 2025, the patient passed away. The cause of death was reported to be pneumoperitoneum (pt: pneumoperitoneum), ischemic colitis (pt: colitis ischaemic), perforated large intestine (pt: large intestine perforation), and respiratory failure (pt: respiratory failure). It was unknown whether an autopsy had been performed. At the time of the report, the outcome of the event of ischemic colitis (pt: colitis ischaemic) was fatal. At the time of this report the action taken with the suspect product was not applicable. Additional information was received on 11-nov-2025 and processed with the initial. No further information was provided. Company comment: vericel assessed the event of colitis ischaemic is assessed as serious (due to fatal outcome), not related and unexpected. The case qualifies as a 15-day report.